Manufacturer narrative:
(B)(4). A batch review was not performed as the product code was not identified and a lot number was not provided. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A follow up call was made to the facility nurse on (B)(6) 2012 regarding an unrelated issue. During the conversation, the facility nurse indicated: the patient was already hospitalized due to peritonitis. The hp was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. The nurse stated the patient was currently on hemodialysis. It is unknown what interventions were ordered. It is unknown if patient training occurred. The causality of the peritonitis is unknown.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.as the product code is unknown, a 510k number was not able to be identified.